Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) , the cardiosave intra-aortic balloon pump (iabp) has damage to lower housing case, top bezel and lower bezel. There was no patient involvement.

Manufacturer narrative:
Updated fields: b4, d8, d9, g3, g6, h2, h3, h4, h6 (type of investigation, investigation findings, component codes and investigation conclusions), h11. The fse that encountered the issue replaced the upper display bezel (0380-00-0559), lower display bezel (0380-00-0560), lower assembly display housing (0380-00-0564), and the upper display hinge covers (0380-00-0561 x2). The fse performed a full pm with calibration, safety, and functional checks to factory specifications. The iabp was returned to clinical service.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, g1, g3, g6, h2, h11 corrected fields: h6 (remove code 3331 from type of investigation).